Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the totality of the information received, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
A patient contact for a peritoneal dialysis (pd) patient contacted technical support because they needed assistance with cancelling the patient¿s pd treatment during fill 2 of 5. The patient contact reported that the reason why they need to cancel the patient¿s treatment is because the patient needed to go to the hospital. The technical support representative assisted the patient contact with cancelling the patient¿s pd treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the reason why the patient had to go to the hospital was unrelated to the use of the liberty select cycler. The patient was admitted (diagnosis not provided) and his pd catheter (not a fresenius product) was removed. The patient was permanently transitioned to hemodialysis (hd). The patient was discharged from the hospital and started in-center hd on (B)(6) 2020.

Manufacturer narrative:
Additional information: b5, d9, h3, b1, h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Functional display test failed. The screen was blank upon powering on the cycler. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. There were no other visual discrepancies found during the internal inspection. The simulated treatment pre-accelerated stress test 15-minute 1000 ml test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A patient contact for a peritoneal dialysis (pd) patient contacted technical support because they needed assistance with cancelling the patient¿s pd treatment during fill 2 of 5. The patient contact reported that the reason why they need to cancel the patient¿s treatment is because the patient needed to go to the hospital. The technical support representative assisted the patient contact with cancelling the patient¿s pd treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the reason why the patient had to go to the hospital was unrelated to the use of the liberty select cycler. The patient was admitted (diagnosis not provided) and his pd catheter (not a fresenius product) was removed. The patient was permanently transitioned to hemodialysis (hd). The patient was discharged from the hospital and started in-center hd on 08/04/2020. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.